Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date manufacturer was made aware.

Event description:
It was reported that the patients ipg would no longer charge. The patient underwent an ipg replacement procedure. The explanted device was kept by the facility.